Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Upon review of service data, a reportable malfunction was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.